Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 19. Details of surgery: Immediate extraction site. On 2026 (b)(6), the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. At the event the patient experienced: Pain and Inflammation. No further patient complications were reported.